Event description:
It was reported that the subject device was found to have a perforated protective sheath during service and maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gap between cable unit, deterioration of cable unit, water tightness was lost, the endoscopic image could not be displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a gap between cable unit, the endoscopic image could not be displayed, and water tightness was lost, and due to deterioration of cable unit, the endoscopic image could not be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.